Event description:
On (B)(6) 2018, dr. (B)(6) did a plif using the zavation interbody cage and pedicle screws. Dr. (B)(6) stated that on a post-op image, he is able to see metal in the patient's soft tissue.